Manufacturer narrative:
Approximate age of device: will be updated upon manufacturer's investigation conclusion. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was being supported by an extracorporeal circulatory support system on (B)(6) 2019. It was reported that a clot evacuation was performed on the device with 93 seconds of clamping time. Afterwards the patient had continued low flow and reduced blood volume readings. No further information was provided.

Manufacturer narrative:
Section d4: correction manufacturer investigation conclusion: the report of a clot within the centrimag device could not be confirmed through this evaluation as the device was not returned for analysis and no photographs of the centrimag blood pump or tubing circuit were submitted for review. A specific cause for the reported event could not be determined through this evaluation. The patient had an rvad centrimag placed on (B)(6) 2019 and was also implanted with an hm3 lvad on the same date. It was reported on (B)(6) 2019 that a clot evacuation was performed the day prior on the rvad centrimag device with a 93-second clamping time. During clamping, the lvad calculated flow was around 2.6-2.7 lpm. The patient remained hemodynamically stable with a stable blood pressure. The centrimag blood pump remained in use at the time of the reported event and is not available for investigation. The centrimag blood pump IFU lists embolic phenomena as a possible side effect that may be associated with the use of the centrimag blood pump and warns the user to monitor the circuit carefully for any signs of occlusion. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
G1-g2: correction.